Event description:
The nurse practitioner was suturing a laceration when the suture thread came apart from the needle. Manufacturer response for prolene suture 6.0, (brand not provided) (per site reporter): materials management reported another ethicon suture event to the company. The materials manager coordinated the company to talk with the np involved.